Event description:
Rptr had an appointment with their doctor in 2003 who informed them that he got a letter from the company that they were having problems with their pumps. Prior to this visit they had been constantly sleeping, felt unwell and couldn't help themselves. They called the company and a new pump was sent to them in 08/2003. They put on the new pump and felt better within 48 hrs.